Manufacturer narrative:
The insulin pump passed functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The insulin pump was programmed with several boluses and monitored. All boluses delivered completely and were listed in the bolus history screen. The unit calculated the additional bolus deliveries and were verified in the daily total screen; then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly or bolus anomaly noted. The download history file shows on 02/23/2016 a 10.0 unit bolus was programmed and delivered at 00:23:01 and at 00:28:50. The button event file was overwritten. Unable to verify if the customer manually programmed and delivered the 10.0 unit boluses. Unit was programmed and monitored for 3 days. No unexpected bolus delivery noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose had been running low. The insulin pump had delivered 20 units of insulin while the customer was sleeping and the customer had a low blood glucose of 28 mg/dl. The customer was treated with an IV by the paramedics and then hospitalized. The customer was treated with food and glucose tablets. The insulin pump was removed prior to the customer leaving home for the hospital. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as shown on the status screen and the insulin pump passed the displacement test. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.